Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that shortly after an implant procedure on (B)(6) 2020, a patient's atrial lead was exhibiting increased capture threshold. Patient then had an unrelated atrial fibrillation episode, so no additional lead testing could be performed. Patient was discharged from the hospital after the episode. Patient ended up returning to the hospital on (B)(6) 2020 exhibiting cardiac tamponade and suspected atrial lead perforation. The lead was explanted and replaced on (B)(6) 2020. Patient was reported to be recovering after the procedure.